Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the core. The tip of the guide wire was separated 5 cm proximal from the tipball. The separated tip coils were in corkscrew shape. The polymer coating at the separation was jagged. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned guide wire. The results of the sem analysis indicate that the guide wire core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to separate due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped is unclear but the number of devices inside the guiding catheter may have reduced clearance between the devices to an unacceptable level causing resistance. The guide wire had circular bends that typically happen when the guide wire becomes wrapped around a catheter. Therefore, catching on a balloon catheter may have caused the resistance rather than too many devices being positioned in the guiding catheter. Pushing and pulling on a guide wire against resistance can cause the guide wire to fracture from over bending. In this case, the root cause appears to be due to circumstances during the procedure that over bent the core of the guide wire. There is no indication of a guide wire quality issue in this case. The lot history record was reviewed and there were no non-conformities reported with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation/no medical intervention, has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that a guide wire separation occurred. The guide wire had separated inside the guiding catheter. The guide wire and other devices were removed out of the patient. The guiding catheter was flushed, but the separated guide wire portion could not be found. The patient body was examined carefully by x-ray, but nothing abnormal was detected. The separated portion of the guide wire was found inside the guiding catheter when it was examined under x-ray. The lesion remained untreated. Reportedly, there was no patient injury. No additional event or patient information is available.